Event description:
It was reported that this implantable pacemaker was suspected to have premature battery depletion (pbd). Furthermore, there were differing longevity estimates given over the past year. Data analysis was requested from technical services (ts). Data analysis was performed, the device is depleting normally but the battery is not behaving consistent with models. Due to the unpredictable behavior of the battery, replacement was recommended. A replacement timeframe was provided. The patient has been admitted to the hospital until the device replacement. At this time, the device remains in service. No adverse patient effects were reported. Received additional information the device was explanted and replaced with a non-boston scientific product. Outside of the revision, no adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was suspected to have premature battery depletion (pbd). Furthermore, there were differing longevity estimates given over the past year. Data analysis was requested from technical services (ts). Data analysis was performed, the device is depleting normally but the battery is not behaving consistent with models. Due to the unpredictable behavior of the battery, replacement was recommended. A replacement timeframe was provided. The patient has been admitted to the hospital until the device replacement. At this time, the device remains in service. No adverse patient effects were reported. Received additional information the device was explanted and replaced with a non-boston scientific product. Outside of the revision, no adverse patient effects were reported.

Manufacturer narrative:
Boston scientific has made three attempts to obtain additional information on the product return, however; no response was received. The device is not expected to be returned. If this device is returned, analysis will be performed.

Event description:
It was reported that this implantable pacemaker was suspected to have premature battery depletion (pbd). Furthermore, there were differing longevity estimates given over the past year. Data analysis was requested from technical services (ts). Data analysis was performed, the device is depleting normally however, the battery is not behaving consistent with models. Due to the unpredictable behavior of the battery, replacement was recommended. A replacement timeframe was provided. The patient has been admitted to the hospital until the device replacement. At this time, the device remains in service. No adverse patient effects were reported.